Event description:
It was reported that pump malfunction occurred and displayed malf 1 with associated fault code, and issue was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.